Manufacturer narrative:
Device evaluation: a correlation between the device and the reported pump pocket infection and septic emboli could not be conclusively determined. The pump was returned with the driveline cut approximately 13 inches from the pump housing and the severed portion of driveline was not returned. Upon disassembly of the pump, examination of the pump blood-contacting surfaces revealed no thrombus formations or depositions. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. Pump pocket infections, sepsis, and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 months. The device is expected to be returned for evaluation. It has not yet been received. The patient remains ongoing on the newly implanted device. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient has had positive blood cultures since implant. The patient experienced a septic emboli, which resulted in right sided weakness. The patient was offered device removal and hospice care at this time, but refused. It was reported that the patient experienced a mediastinal wound infection pump pocket infection. It started with drainage at the base of the sternum. The chest was opened on (B)(6) 2016 and washed out with antibiotic fluids - and wound vac. It was noted that on (B)(6) 2016, the patient had positive blood cultures for (B)(6). The patient was in the o.r. On (B)(6) 2016 for a mediastinal washout - utilized rifampin, amphotericin, and vancomycin to wash chest out. A new wound vac was applied. The infection improved and the patient underwent a pump exchange on (B)(6) 2016.